Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a wallflex partially covered esophageal stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure on a male pt. According to the complainant, following stent deployment when removing the delivery system, the tip of the catheter became caught in the positioning suture. This resulted in the stent moving a few centimeters very close to the upper esophageal sphincter. Approximately one hr post stent placement, the pt was uncomfortable. The pt was re-scoped to check the position of the stent and the stent was removed. The pt did not want another stent placed. Therefore, another device was not placed and another procedure was not scheduled. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.